Manufacturer narrative:
The autopulse platform was returned to zoll (B)(4) on 05/30/2017 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
The autopulse platform (sn:(B)(4)) was received at zoll (B)(4), with a note from the customer indicating the platform does not function. Details of the issue were not specified. Zoll service technician inspected the platform and observed a "system error" message, a flickering display screen, and damage to the head restraint and short black cover. There was no patient involvement reported.